Event description:
It was reported the patient required removal of the device. The patient is a subject in the device clinical trial. A clinical trial notification was received (B)(6) 2015 regarding a reduction of mobility procedure that required re-operation. The initial surgery occurred on (B)(6) 2013. The revision surgery was performed (B)(6)2014. The severity of the sae was reported as severe and the product investigator determined the relationship to the device was possible and the relationship to the procedure was none. The patient was hospitalized due to the event. The device was removed (B)(6) 2015. This event caused withdrawal and completion from the study. It was reported no patient injury was alleged. Additional information has been requested.

Manufacturer narrative:
Additional information received (B)(6) 2015: synovial fluid was also sent off for analysis, but the sample was ruined by the time the lab got it. The pain and pending revision was felt to be due to infection by the investigator (hence them sending the fluid off). I asked the surgeons for additional information. There are no other ae reports for this patient. Onset of reduced mobility issue reported to care team (B)(6) 2014. There was no surgery associated with this date. Revision surgery occurred (B)(6) 2015 which included the removal of the device. Intraoperative culture results were positive for propionibacteria. Patient care records received ¿ un-translated. Translation is in progress. X-rays provided. Revised device appears to be a reverse shoulder (not an integra device).

Manufacturer narrative:
Translated patient care records received (B)(6) 2015 - summary of research study office notes: these notes indicate the patient¿s symptoms of pain and impaired mobility occurred following her shoveling snow. The surgeon reports a ¿clinical impression¿ of a torn cuff. He considers the revision surgery of ¿a reverse arthroplasty.¿

Manufacturer narrative:
Integra has completed their internal investigation on 2dec2015. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: a review of the manufacturing records for lot 11-2897of p/n (B)(4) (metal hra component size 44/18) revealed that it satisfied all applicable manufacturing specifications. No non-conformances were present and no issues were identified that would cause or contribute to the event. A review of sterilization records for this device determined that all procedures were followed and the product was within its¿ expiration date upon implantation. A review of complaint records found one other complaint for pain and mobility issues due to hra implantation. Complaint rate: total # complaints / # surgeries *100% = 2/236*100 = 0.85%. Conclusion: manufacturing and component defects are eliminated as possible root causes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.